Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 3928ml. The largest prescribed fill volume was 2300ml, this meets iipv criteria. No further information is available at this time. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.